Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient is a non-user due to facial nerve stimulation with device use. No further information has been made available as of the date of this report, (B)(4) 2015.